Manufacturer narrative:
Expiration date ¿ added, product available to stryker ¿ updated, returned to manufacturer on ¿updated, device evaluated by mfg ¿updated, summary attached - updated, manufacturing date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device did not find any damage to the polytetrafluoroethylene (ptfe). The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on the information provided and investigation, the exact cause for the reported event cannot be determined, therefore a cause of not confirmed will be assigned to the investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the physician felt friction when advancing the coil in the subject microcatheter. The physician alleged the inner coating of the catheter was defective. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician felt friction when advancing the coil in the subject microcatheter. The physician alleged the inner coating of the catheter was defective. There were no consequences reported to the patient due to the event.